Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience of jaws staying closed. Engineering observed the pawl post, an internal component of the handle, was damaged. Based on the condition of the returned unit, it is likely that the damaged pawl post affected the functionality of the latching mechanism. It is likely that the damaged pawl post resulted from reprocessing of the device. The instructions for use (IFU) state that, ¿this device was designed and tested for single patient use only. Do not reuse or resterilize this device. Reuse, reprocessing, or resterilization may alter the structural and/or functional integrity of the device which may result in patient injury, infection, illness or death.¿ the probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: bilateral tubal ligation event description: as the tissues are grabbed and cut and separated after the tip of the probe grasped the tissue, it was not separated from the tissue. In order to save the tissue, the tip of the probe was separated by dissecting with another energy tool. Additional info received on (B)(6) 24: she says the tissue quite thin. The locking mechanism remained stuck and did not separated from tissue. We opened [competitor device] to separate tissue. These informations what all we got from the doctor. Additional info received on (B)(6) 2024: yes, we can confirm correct device returned. Customer experienced no cutting. We can't confirm. However, we heard device was re-sterilized. They had a hard time separating it from the tissue. But they barely managed to separate them. Yes, they cut around the jaws with another device. Type of intervention: the tip of the probe was separated by dissecting with another energy tool. Patient status: the patient is in a good condition as no injuries were sustained.

Event description:
Procedure performed: bilateral tubal ligation. Event description: as the tissues are grabbed and cut and separated after the tip of the probe grasped the tissue, it was not separated from the tissue. In order to save the tissue, the tip of the probe was separated by dissecting with another energy tool. Additional info received on 10-jan-24: she says the tissue quite thin. The locking mechanism remained stuck and did not separated from tissue. We opened [competitor device] to separate tissue. These informations what all we got from the doctor. Additional info received on 09-february-2024: yes, we can confirm correct device returned. Customer experienced no cutting. We can't confirm. However, we heard device was re-sterilized. They had a hard time separating it from the tissue. But they barely managed to separate them. Yes, they cut around the jaws with another device. Type of intervention: the tip of the probe was separated by dissecting with another energy tool. Patient status: the patient is in a good condition as no injuries were sustained.

Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow up report will be submitted upon completion of investigation.